Event description:
The customer reported that the insulin pump alarmed after getting a MRI. Troubleshooting was performed and the error alarm continued. Advised customer to discontinue the device use. No blood glucose reading was reported and further information was not provided.

Manufacturer narrative:
Findings: failure analysis revealed that the insulin pump failed the displacement test and alarmed several times during the rewind as a result of a faulty encoder.